Manufacturer narrative:
Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an issue with system resulted in ineffective capsule tearing in the unknown eye of the patient during refractive surgery. There is no patient harm symptoms were resolved.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative attended a surgical procedure using the console and observed no nonconformances. As such, the reported event could not be confirmed. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. Based upon the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).